Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 32.1 mmol/l (mobile 1) and 12.2 mmol/l (mobile 2). No adverse event was reported. The lot number was not provided. Return of the suspect device was requested for evaluation.